Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a call service alarm (communication) issue. There was no indication that this issue lead to an adverse event. This is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 03/10/2017 with the following findings: during investigation, there were no cs communication alarms observed in the black box or alarm history. An ezprime sequence and 24 hours duration test were successfully completed with no cs communication alarms duplicated. The pump cover was removed and there was no internal moisture observed. There was no damage to the printed circuit board or internal components. The original complaint was unable to be duplicated.